Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a history settings issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the pump¿s black box indicated that the data from the event had been overwritten due to continued use. There was no evidence of excessive battery usage. A cs128 alarm and cs177 warning were observed due normal battery wear. During testing, the ez-prime steps were performed correctly; all pump current readings were found to be within specification. The pump case was removed and no evidence of moisture ingress or loose components was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).